Manufacturer narrative:
The fortify assura device could not be interrogated after it was received in the laboratory. A hole was observed to have punched through the device can. The hole was believed to have been caused when the patient accidentally stuck themselves with a metal object while changing the garbage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain around the pocket. Lower outer of range high voltage lead impedance was observed during assessment. When the pocket was opened, it was discovered the can was punctured. The puncture is thought to be caused by the patient accidentally hitting himself with a metal object when taking out the trash. The device was explanted and replaced. The patient condition was stable.